Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve leak issue occurred. Blood leakage in the hemostatic valve. It was reported that during the procedure, blood leakage was found in the hemostatic valve. A new device was used to complete the procedure and there was no patient injury reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The event was assessed as MDR reportable for a hemostatic valve leak issue.

Manufacturer narrative:
(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 14-dec-2022 noted a correction to the 3500a follow-up #1 as the product was received; however in error, the following fields were not processed: d9. Device available for evaluation?, d9. Date device returned to manufacturer, d9. Is device returned to manufacturer?, h3. Device evaluated by manufacturer?, h3. Reason for non- evaluation, h6. Type of investigation, h6. Investigation findings, h6. Investigation conclusions.

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve leak issue occurred. The device evaluation was completed on 26-jan-2023. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve is placed in its original place and broken in the star section. Sem (scanning electron microscope) analysis was performed, concluding mechanical damage, that could be related to excessive force. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. An internal corrective action has been opened to reduce this failure mode. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6)2022. The surgeon in the contact person is changed to (B)(6). Therefore, updated section e. Initial reporter. The bwi product analysis lab received the device for evaluation 29-nov-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. E1. Initial reporter phone:(B)(6) if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)